Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury.

Manufacturer narrative:
A reprocessing in-service with staff was performed. All models reviewed during the in-service, which included the cleaning and disinfecting information. The endoscopy support specialist (ess) noted that some steps of reprocessing were not carried out with the appropriate brushes and accessories. It was recommended that the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals. No further information was reported.

Event description:
The customer reported to olympus that a reprocessing in-service was needed. There was no patient injury reported.